Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving high voltage shock from their implantable cardioverter defibrillator for ventricular tachycardia (vt) and fibrillation (vf). The patient was intubated. Upon interrogation of the device, during one vf episode, signal dropout was noted due to fine fibrillation waves. This caused the device to inappropriately under sense and return to sinus. It only took a few beats to recognize the fibrillation again and charged followed by shocking them out of the arrhythmia. The device was reprogrammed. No additional information was reported.